Event description:
It was reported that this implantable pacemaker has reached elective replacement indicator (eri) and current it has a one year remaining on gas gauge. Data analysis was requested and showed that this device was demonstrating a gradual rise in power consumption consistent with hydrogen induced premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6 evaluation conclusion codes.

Event description:
It was reported that this implantable pacemaker has reached elective replacement indicator (eri) and current it has a one year remaining on gas gauge. Data analysis was requested and showed that this device was demonstrating a gradual rise in power consumption consistent with hydrogen induced premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported.